Manufacturer narrative:
(B)(4): the device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, resistance was felt and it was difficult to retract the guide catheter. The stent was able to be deployed, however the guide catheter broke as it was retracted for stent deployment. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the working length of the push catheter was kinked. The touhy borst was detached from the proximal end of the delivery system and was not returned by the customer. The guide catheter was stretched at the proximal end and broken into three pieces. The stent and suture were not returned for evaluation. It appears that the suture embedded inside the distal end of the guide catheter during attempted deployment. This may have caused the stretching and breaking of the guide catheter. Based on the damages found on this device, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, resistance was felt and it was difficult to retract the guide catheter. The stent was able to be deployed, however the guide catheter broke as it was retracted for stent deployment. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with no reported patient complications. The patient was reported to be in good condition after the procedure.